Event description:
Pt was placed on intra-aortic balloon pump. The balloon on the intra-aortic pump ruptured and the device was exchanged for a new one over a guidewire without adverse hemodynamic sequela.